Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone xr / 2.9.1 / ios 26.1.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.